Event description:
The manufacturer became aware of a literature published by orthopaedic department queen alexandra hospital, u.k. The title of this report is ¿medial malleolar stress fracture secondary to chronic ankle impingement¿ published on july 01, 2008, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi: 10.3113/fai.2008.0716. This report includes analysis of the clinical data that was collected on 5 patients, and the cases in this study range from 2004 to 2007. During the review of the literature, it was not possible to establish specific device details, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced postoperative stiffness, which required hydrodilation. The report states, ¿in three of the five patients, there was some initial postoperative stiffness which required hydrodilatation, a technique of fluid infiltration into the joint to distend the capsule and therefore reduce post operative stiffness, in two cases (patients 4 (who also had lateral ligament reconstruction) & 5).

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged persistent pain could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Manufacturer narrative:
Correction: h1: this is not a summary report. The number of events summarized field is blank as this MDR submission pertains to one patient. Link to the published article: https://pubmed.ncbi.nlm.nih.gov/18785422/.

Event description:
The manufacturer became aware of a literature published by orthopaedic department queen alexandra hospital, u.k. The title of this report is ¿medial malleolar stress fracture secondary to chronic ankle impingement¿ published on july 01, 2008, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi: 10.3113/fai.2008.0716. This report includes analysis of the clinical data that was collected on 5 patients, and the cases in this study range from 2004 to 2007. During the review of the literature, it was not possible to establish specific device details, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced postoperative stiffness, which required hydrodilation. The report states, ¿in three of the five patients, there was some initial postoperative stiffness which required hydrodilatation, a technique of fluid infiltration into the joint to distend the capsule and therefore reduce post operative stiffness, in two cases (patients 4 (who also had lateral ligament reconstruction) & 5).